Event description:
It was reported that on (B)(6) 2026, a 20mm amplatzer septal occluder was chosen for implant using an 9f non-abbott delivery system. During the procedure, while deployment, it was discovered that the device was not conforming to its desired shape and therefore the device was retrieved back. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.